Event description:
It was reported that a cartridge alarm occurred during the pump's load process, and the customer's blood glucose level was displayed as "high," although the specific value was unknown. Customer planned to take an insulin shot to address the high blood glucose and was to use multiple daily injections as a backup therapy. Tandem technical support confirmed the cartridge alarm issue with consecutive cartridges, which prompted the decision to replace the pump. The customer was informed about the outdated pump software, and it was confirmed that they would receive a replacement pump with updated software. The customer was advised on how to store and return the problematic pump and acknowledged the instructions for programming and connecting their new pump.